Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the pump expected reservoir volume was 8mls. The actual volume was 1.5 mls representing 20 percent accuracy. The patient had no medical problems. The hcp planned to monitor patient during refill period and recheck volumes halfway through the refill cycle. Approximately 1 month after the refill the patient was doing well. The actual reservoir volume was 5mls less than expected volume on multiple occasions. The patient did not display any overdose symptoms, rather weakness in his right leg. The patient had moved from an altitude of 2500 to 5200. It was reported that, as of (B)(6) 2011, the patient had been sick with withdrawal symptoms for quite some time. There had been volume discrepancies ranging from 15 percent to 20 percent. The last discrepancy was over 50 percent. The expected reservoir volume was 11mls; the actual reservoir volume was 4mls. A dye study was done. No abnormalities were found. The patient desired pump replacement. The pump was used to deliver compounded baclofen, bupivacaine, hydromorphone, fentanyl, and clonidine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.